Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/16/2015 with the following findings: during investigation, there was no peeling to the keypad. The keypad was observed to be thinning. The keypad was cut and torn at the ok button. The ok, contrast, up and down keys all responded intermittently. The keypad was removed and there was contamination found under all the key contacts. Unrelated to the original complaint, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was damaged and the ok button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.